Manufacturer narrative:
A review of the device¿s serial number history did not identify any prior similar complaints. The complaint was confirmed. The probable cause was determined to be component failure. The power filter module will be replaced to resolve the ground resistance test failure. A CAPA was initiated to investigate the root cause of ground resistance test failures. Reference to complaint #: (B)(4).

Event description:
The device was returned to intuvie for evaluation. During evaluation, the pump failed the ground resistance test with a measured value of 0.309 ohm. The acceptance criterion for this test is less than 0.1 ohm. No patient involvement was reported.